Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the controller loses connection with the ins. The patient removed/replaced the battery in the controller and the issue was resolved. The patient reported that initially the ins battery lasted 3 days and now it only lasts 8 hours sometimes. The caller stated that the ins once went from 90% to 70% in one hour. The caller also reported that they charged the battery to 85% one day at 12:30 and the by 9 the next day, it ¿cut off.¿ it was reported that the patient feels burning at the hip near the ins when the battery cuts off/dies. It was reported that the patient was told by their healthcare provider (hcp) that this was ¿mainly because of the nerves.¿ the caller also stated that the stimulation was going down the wrong leg, but ¿they fixed that.¿ the caller mentioned that the device was shocking, but later denied the allegation. No further complications are anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 97745, serial# (B)(4), product type :programmer, patient. If information is provided in the future, a supplemental report will be issued.